Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient let their battery completely discharge and had ceased using their stimulator. This was due to charging burden despite adequate coverage and pain relief. The patient would rather have a device that didn't take so long to charge. Surgical intervention was possible in the future but the patient needed to meet with their provider and discuss their options first. The issue had not been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause was not determined but when the representative talked with the patient on the phone they stated they had adequate bars of connection. It was unknown if the battery was overdischarged as a prm had not been attempted. Surgical intervention wasn't scheduled and the recharging issue hadn't been resolved. No further complications reported.